Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. On an unspecified date, the pump was programmed to deliver an unspecified concentration of dopamine and the delivery was started. No specific parameters were provided. After an unspecified length of time, nurse was alerted by the blood pressure monitor that the pt's blood pressure was low; however, no specific value was provided. At this time the nurse found the delivery had stopped. No audible alarm tone was noted. The pump was removed from clinical service. Therapy was resumed using a replacement pump. No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.